Event description:
It was reported that; "surgeon implanted a secure fit stem and did a trial reduction with a 36 plus 0 trial 36 plus 0 head opened and implanted reduction of the implant into the trident shell noted to be more difficult than with trial. Trial checked by surgeon to correspond with 36 plus 0 head which was then removed another trial reduction was done with 36 0 to confirm offset. Surgeon then opted to implant 36 minus 5 head.

Manufacturer narrative:
Device eval anticipated, but not yet begun. If device becomes available with additional info a supplemental report will be issued.